Manufacturer narrative:
The customer's address is unknown. (B)(4). Has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle repeatedly failed to draw up the correct amount of medicine. The following information was provided by the initial reporter: "spouse explained that when the 4mm x 32 g needle is screwed into the humalog kwikpen, it is repeatedly not drawing the appropriate amount into the needle."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text: see h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle repeatedly failed to draw up the correct amount of medicine. The following information was provided by the initial reporter: "spouse explained that when the 4mm x 32 g needle is screwed into the humalog kwikpen, it is repeatedly not drawing the appropriate amount into the needle."